Manufacturer narrative:
(B)(4). Evaluation summary - four unused representative samples with the same lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples. There was no manufacturing or quality deficiency detected.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because the device was not returned to abbott vascular for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the prostar xl device achieved closure of the left femoral artery after an interventional procedure. Reportedly, when inserting the wire into the prostar xl device, just past the exit port, the wire was difficult to insert. Once inserted, the wire was removed and the sutures of the prostar were tied and hemostasis was achieved. There were no reported adverse patient sequelae. Though requested, no additional information was provided.